Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) displayed electrical test failure code #52. No patient was involved, and no harm was reported. A getinge field service engineer (fse) inspected the unit and confirmed the presence of error code #52. The fse opened the system and examined the pneumatic drive and shuttle transducers. The components were cleaned and properly wiped. After reassembly, the system was powered on and observed to return to normal working mode. All safety test parameters were subsequently checked and found to be within acceptable safety ranges. The system successfully passed all safety tests. The unit was then operated with a balloon circuit for one hour to ensure proper functionality. After confirming stable performance, the system was handed over to the department in good working condition.

Manufacturer narrative:
Event site name: (B)(6). Event site postal code: (B)(6).